Manufacturer narrative:
An investigation has been initiated. Additional information has been requested.

Event description:
The lower arterial pressure alarm was noted on the dialysis machine. The arterial dialysis line was found to be full of air. On closer inspection, the arterial lumen of the central venous catheter was found to have a crack in it.

Manufacturer narrative:
The device was not returned to medcomp for evaluation. A drawing of the device was provided that indicated the location of the "crack" to be on the extension tubing of the red lumen near the hub. The device information was forwarded to the device contract manufacturer for evaluation. Clinical comment: the device was implanted for 1 year 7 months with no reported issues. During that time the device was exposed to many variables for which the manufacturer has no influence or control. These variables include but are not limited to: care and maintenance of the catheter by healthcare providers and the patient, exposure to site care agents and ointments, locking solutions, and off label uses such as medication administration. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event. The internal quality records associated with the involved product were reviewed and any appropriate actions have been initiated.